Event description:
The MFR was initially advised that the balloon got stuck in the patient, but it has been retrieved. Add'l info was later provided that stated: stenosis very tight to get across with wire and catheter due to heavy calcification of the (B)(6) female patient. The balloon was being used to pre-dilate area prior to stent placement. Balloon burst during inflation. When retrieval was attempted, the balloon dislodged from catheter at proximal end and gathered at distal end of the catheter. Sheath was upsized from 6fr to 8fr to allow for removal of the device". No part of the device remained inside the patient; however, the patient did require add'l procedures due to this occurrence: access required contralateral to enable repeat of angioplasty followed by stenting. The complainant did not report any adverse effects on the patient due to this occurence.

Manufacturer narrative:
Event is still under investigation.